Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Functional testing included connecting the pressure cuffs to an air regulator supply. Pressure cuff read the correct pressure. The root cause of the reported issue was unable to be determine the reported problem was unable to be replicated. A device history record (DHR) review was deemed not applicable or necessary since it would not add value to the investigation. Investigation results do not implicate a service or manufacturing process. No product information has been provided to date.

Event description:
It was reported that the device is leaking pressure. No patient injury was reported.